Event description:
Pt had high bgs for several days even after the set was changed. Troubleshooting was performed. The insulin did not exit. It was stated that the sites had some red bumps. Also it was found that the driver arms slide freely across the lead screw in the locked position.